Event description:
It was reported that during vena cava filter deployment, the filter legs were allegedly failed to expand. It was further reported that the device fell off to the right atrium and was successfully removed from the body. Another filter was used to complete procedure. The patient was reported to be stable.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the denali filter system products that are cleared in the us. The pro code and 510k number for the denali filter system products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. Also, photo and images were provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2024). Device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter system products that are cleared in the us. The pro code and 510 k number for the denali filter system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral delivery system kit was received and evaluated. Upon visual evaluation, filter was received with legs appeared to be tangled. No functional testing performed due to the nature of the complaint. Therefore, based on the findings the investigation is confirmed for the reported failure to expand issue. The investigation is inconclusive for the reported migration issue as no evidence was provided. Two fluoroscopic images and one photo were provided and reviewed. The image shows a deployed vena cava filter but with the legs not appropriately expanded. One of the images demonstrates an attempt to snare the device presumably from right neck venous access. The photo shows the filter placed in a syringe in which the filter legs seems to be entangled. Based on the image and photo review, the investigation is confirmed for the reported failure to expand issue. A definitive root cause for the alleged failure to expand and migration issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during vena cava filter deployment, the filter legs were allegedly failed to expand. It was further reported that the device fell off to the right atrium and was successfully removed from the body. The procedure was completed using another device. The patient was reported to be stable.

Event description:
It was reported that during vena cava filter deployment, the filter legs were allegedly failed to expand. It was further reported that the device fell off to the right atrium and was successfully removed from the body. The procedure was completed using another device. The patient was reported to be stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter system products that are cleared in the us. The pro code and 510 k number for the denali filter system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral delivery system kit was received and evaluated. The component received was filter which appeared to have residue throughout the sample. Upon visual evaluation, filter was received deployed and legs appeared to be tangled. No functional testing performed due to the nature of the complaint. Therefore, based on the findings the investigation is confirmed for the reported failure to expand issue. The investigation is inconclusive for the reported migration issue. Two fluoroscopic images were provided and reviewed. The image shows a deployed vena cava filter but with the legs not appropriately expanded. One of the images demonstrates an attempt to snare the device presumably from right neck venous access. Based on the image review, the investigation is confirmed for the reported failure to expand issue. One photo was provided and reviewed. The photo shows the vena cava filter placed in a syringe in which the filter legs seems to be crossed and tangled. Hence based on the photo review, the investigation is confirmed for the reported failure to expand issue. A definitive root cause for the alleged failure to expand and migration issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.